Manufacturer narrative:
Insulin pump received intermittent button response due to corroded keypad traces. No button error alarm. Insulin pump passed displacement test, operating currents, self-test and off no power test. No battery out limit alarm noted. Insulin pump received with minor scratches on display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error, which was not resolved by a battery change. The blood glucose reading was 164 mg/dl. No significant events leading to the alarm were observed. The customer also mentioned that the insulin pump alarmed battery out limit, for which troubleshooting was not possible due to the button error alarm. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.